Manufacturer narrative:
Result: blanket caught between the foot board and connector.

Event description:
It was reported by service report that the foot board controls are not working. It is unk if there was pt involvement or if there are adverse consequences to report.